Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for initial implant of a lead. During the procedure, damage was noted on the body of the lead. The lead was replaced, and the physician closed the pocket. The replacement lead was then found to be dislodged. The dislodged lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Damages found were consistent with those occurring during procedure.